Manufacturer narrative:
The investigation is ongoing and further information will be provided in the next report.

Event description:
It was reported that sling clip broke during resident transfer. The next day the same event happened with a second sling with the same resident (this event will be reported under separate report under 9681684-2021-00014). 3 staff who caught resident have put in claims for injured backs. As a consequence of the event the resident fell on the char.

Manufacturer narrative:
A customer reported to an arjo representative that 2 events (9681684-2021-00013; 9681684-2021-00014) occurred with the involvement of one maxi sky 600 ceiling lift ( using flat dynamic positioning system ) and two different passive clip sling. It was stated that both shoulder clips on two different slings broke during resident transfer. This report concerns first event submitted under medwatch report no 9681684-2021-00013. As a consequence of the event, the resident fell to his chair. No injury was reported. 3 staff members who supported the resident during the event sustained back pain, no medical intervention was needed. The lift and sling were evaluated by the arjo service technician. The visual inspection of the sling involved in the event confirmed that clips broke.the lift had unreadable label, but it is not related to the event. There was no other malfunction was detected. When investigating the cause of the shoulder clip breakage, it has been observed that the continued use of an obsolete arjo flat dynamic positioning system (dps) could lead to breaking of the sling clip. Flat type of spreader bar has not been manufactured since 2006. The breakage is preceded by crack initiation which might be additionally caused by aging of the clip (in the reported complaint the sling involved in the event was around 6 years old). During testing, it was observed that the sling clip breakage is gradual, and not sudden. In the instruction for use provided with every arjo sling (max81785m-int there is an indication that: ¿[¿] before use, always make sure that the sling straps do not show signs of fraying, tearing, or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling.¿ after the event, an arjo service technician verified whether slings owned by this customer were worn and required replacement. Based on the inspection result the customer decided to replace worn slings. Moreover all flat spreader bars were removed from use. To conclude, the system - clip sling and ceiling lift was used for the patient¿s transfer and in that way contributed to the alleged event. Both shoulder sling clips broke - and from that perspective, the system did not meet the manufacturer¿s specification. The complaint was decided to be reported to the competent authorities due to the fact that sling clips broke during transfer.